Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient woke up at 3:30am kicking and screaming and when the spouse took a fingerstick the cgm was reading high, and the blood glucose reading was 29 mg/dl. An ambulance was called, and the patient received intravenous treatment with 300ml of a sugar solution and was brought to the hospital. At the hospital no further medication was given but the patient was given on sugar free jello and a bag of chips. At the time of the report, which was the same day as the day of the event, the patient was still in the hospital for observation, but was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.